Event description:
Caller states that he received a result of 139 mg/dl, drank a cup of coffee with artificial sweetener and tested 404 mg/dl within 5-10 munites. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.